Event description:
The customer reported obtaining a low sodium (na) result for one (1) emergency room (ER) patient involving the beckman coulter au480 clinical chemistry analyzer. The customer reported the result out of the laboratory and the patient was admitted to the hospital; the customer stated that the patient was administered saline intravenously. Upon admittance to the hospital, the customer also redrew a sample from the patient and a run of the sample produced a sodium result of 134 meq/l. The customer redrew another sample from the patient again and a sodium result of 137 meq/l was obtained. The patient was subsequently discharged from the hospital. The original sample was then repeated and a na result of 132 meq/l was obtained. The customer stated that the patient did not receive any other medication aside from the saline IV, and beckman coulter is unaware of any adverse consequence to the patient as a result of the saline IV. The customer indicated that calibration and quality control (qc) were acceptable at the time of the event. The customer uses a 3.0 ml becton dickinson (bd) heparin vacutainer for sample collection.

Manufacturer narrative:
The customer did not request for service and a beckman coulter field service engineer (fse) was not dispatched to the customer's site for this event. The provided calibration slopes were within specification and all quality control (qc) results recovered within the established ranges. The customer had also checked the reference line for bubbles but no issues were noted. The most probable cause of the event is random sampling error, and the low sodium result of 116 meq/l should have prompted the customer to repeat the sample prior to reporting the result.